Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
The customer reported that the tubing set separated at the y-site and leaked fluid (not a chemotherapy agent) during patient use in the oncology unit. There was no patient harm.

Event description:
The customer reported that the tubing set separated at the y-site and leaked fluid (not a chemotherapy agent) during patient use in the oncology unit. There was no patient harm. Customer advocacy received a copy of the customer's sus voluntary event report which states, "tubing malfunction. Diagnosis or reason for use: tubing disconnect."

Event description:
The customer reported that the tubing set separated at the y-site and leaked fluid (not a chemotherapy agent) during patient use in the oncology unit. There was no patient harm. Customer advocacy received a copy of the customer's sus voluntary event report report which states, "tubing malfunction. Diagnosis or reason for use: tubing disconnect."

Manufacturer narrative:
The customer¿s complaint of tubing set separated and leaked was confirmed. During visual inspection, it was noted immediately that pvc tubing was completely separated from the smartsite inlet near the distal male luer. Visual inspection under microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. The tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.